Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device shut down. No patient harm was reported.

Manufacturer narrative:
Resolution and disposition: the customer reported he was unable to duplicate the reported problem. The device was run overnight with no issues. There were no parts replaced, unit was returned to service. Request for patient information was declined.